Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump hit the car door when customer closed the door. Additionally, the pump touch screen became intermittently unresponsive. Customer's blood glucose was 142 mg/dl. Reportedly, customer continued to use current pump to deliver bolus insulin.